Event description:
Same pt as MDR# 6000089-2006-00633. It was reported that 2 months following a coronary stenting treatment procedure, there was in-stent restenosis. The target lesion was a severely tortuous, severely calcified, 80% stenosed 3mm diameter segment of the left anterior descending (lad). The lesion was predilated using a 2.5x3mm unspecified type of balloon. Two liberte' bare metal stents of an unk size, and a non boston scientific bare metal stent were implanted. Two months later, the pt experienced chest pain and restenosis was found in one of the liberte' bare metal stents that had been implanted. This was treated using a cutting balloon and balloon angioplasty. At an unspecified time following this procedure, the pt presented again with restenosis and was sent to have coronary artery bypass surgery. No other info was made available. The pt condition was reported. As "ok."

Manufacturer narrative:
H6: a unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing record could not be performed as the batch number is unk.